Manufacturer narrative:
E1 -initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cysto-nephro videoscope had bending section adhesive peeled off. The issue was observed during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped adhesive on the bending section rubber. Based on the results of the investigation, a root cause could not be identified for the detached bending rubber. A root cause could not be identified for the chipped adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.